Event description:
Event date unk. Customer reported IV tubing doesn't tighten down well and there have been several instances of the tubing popping off the valve. Infusions have leaked on the pt's pillow. No reports of medical intervention. Product discarded and wil not be received.

Manufacturer narrative:
(B) (4). (B) (4). Further info obtained from customer revealed proper technique for connecting was not followed and they felt this contributed to the leaking and spontaneous disconnection. Customer retrained regarding proper process for connection of IV tubing to positive bolus valve.